Event description:
A healthcare professional reported performing a replacement implantable collamer lens (icl) implantation procedure to address lens rotation. However, the replacement lens of longer length did not resolve the problem as the lens rotated. The lens remains implanted. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#(B)(4).